Event description:
The balloon deflated while in the pt causing leakage around the site, and subsequent removal of the j-tube.

Manufacturer narrative:
The complaint of a deflated balloon was unconfirmed for the fastrac device that was received with the j-tube. The balloon on the fastrac did not exhibit any signs of deflation or leaks. A leak test of the balloon and the conduit that is connected to the balloon revealed no leaks. No defects related to the mfg process were found on the complaint sample. A chr was not completed since the lot info was not provided by the complainant.